Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date. Blood glucose level at the time of the incident was 29 mmol/l. Auto mode feature information was unknown. Customer stated retainer ring fell off. Reservoir not able to lock in place. The insulin pump will be returned for analysis.